Event description:
Customer's daughter stated that the insulin pump has been alarming motor error during priming. Customer does not use the sensor feature and they were unable to complete the rewind feature. Customer's blood glucose reading at the time of the call was 342 mg/dl due to an injection on her knee. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device was received stuck in motor error alarm loop during bolus delivery. Occlusion test was not performed due to motor error alarm. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with cracked case at display window corner, battery tube threads, and minor scratches on the display window.